Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the product was missing a connector on the respiratory side. There was no disinfection or sterilization, and no infectious disease occurred. This occurred upon opening the package/carton. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation codes: updated . Investigation summary: the affected sample was returned for evaluation in good condition. A visual inspection was performed, revealing that the side connector was missing. No other anomalies were found. The customer's indicated failure was confirmed. The root cause was undetermined. A device history record could not be completed as no lot number was received.